Manufacturer narrative:
Conclusion not yet available - evaluation in progress.

Event description:
Customer states: prior to use on a patient a doctor at hospital found the pilot balloon would not be deflated even when the air in the cuff was evacuated. No patient involvement. Pre-test was done.